Manufacturer narrative:
Correction: d8, h4 were inadvertently left blank on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the breakage of the probe occurred by the following mechanism: 1.only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This caused the probe to have cracks. Or 2. A force was applied to the distal the probe, causing the probe to break at the cracks. The grasping section might have been closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated, or it was not possible to confirm whether the tissue was completely resected when the ultrasonic output was repeatedly activated. These reasons might have been contributed to the worn out of the grasping surface. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection and testing, it was observed that the tip of the probe was broken. When the fractured surface of the probe was checked, there was a black discoloration on the fractured surface of the probe. Cracks were spreading starting from the black discoloration point. There were no scratches around the starting point of probe breakage. The gripping surface was worn. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the distributor, in the middle of a therapeutic total laparoscopic hysterectomy, the sonosurg curved scissors device probe broke when ultrasonic waves were being output while grasping the tissue. There was no error message received. The broken probe did not have any impact on the patient. Procedure was completed with another similar device. There is no harm or adverse impact to the patient. The broken piece has been recovered and returned. The device was inspected prior to use with no anomaly noted. The settings at the time of the event are not known.